Manufacturer narrative:
The pump/logs are not available to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 70-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was cardiovascular angiography and interventions (scai) shock stage d. The patient required veno-arterial extracorporeal membrane oxygenation (va-ECMO), inotropic support, vasopressor therapy, and respiratory support. The impella cp was inserted for left ventricular unloading during concomitant va-ECMO support. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate. The patient had been cannulated for va-ECMO prior to impella cp insertion. Absent distal pulses by doppler examination were reported following ECMO cannulation and prior to impella cp implantation. The impella cp was subsequently inserted via the same right femoral artery access side as the ECMO cannulation. Following impella cp insertion, distal pulses remained absent and could not be identified. Subsequent bleeding was reported from the right groin access site where the impella cp had been inserted. The peel-away introducer sheath had been removed. Hemostasis management included placement of a femstop device to control the bleeding. No activated clotting time, hemoglobin values, vascular imaging, blood product administration, or additional interventions were reported. The impella cp functioned as intended based on the available information. The reported absent distal pulses and access-site bleeding occurred in the setting of large-bore femoral arterial access, concomitant va-ECMO support, and critical cardiogenic shock. Based on the available information, the impella cp functioned as intended with no evidence of device malfunction. The reported bleeding is most consistent with an access-related complication associated with large-bore arterial access. The reported loss of distal perfusion was present prior to impella cp insertion following ECMO cannulation and therefore cannot be attributed to impella cp placement based on the available information. The patient subsequently expired. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome.